Manufacturer narrative:
Explant date: if explanted; give date: not applicable, the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's right eye (od) was implanted with a model zct600 toric iol (intraocular lens). The lens was found misaligned by 20 degrees at the patient's 6 month post op visit. The original placement was at 112 degrees, at the 6-month visit the lens axis was at 92* degrees. Despite the unintended movement, patient outcome did not identify any significant interference with activities of daily life. There was no patient complication, related injury, no patient complaints and there will be no secondary surgical procedure performed. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.